Event description:
The surgeon reported to the sales representative: unknown dates--patient underwent mesh implant for hernia repair. Patient presented with mesh ring sticking out of her skin. The patient underwent mesh explant procedure. The device was reported to have been part of the previous ck recall.

Manufacturer narrative:
We have contacted the surgeon to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.